Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of tissue damage (vascular injury) and occlusion are listed in the proglide instructions for use (IFU), as potential adverse events. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure in the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization procedure. Reportedly, all steps were followed, when tying the knot with the suture trimmer, the sutures came out with tissue. Tissue damage was reported. Manual arterial compression was applied and bleeding stopped; however, about twenty minutes or so later, the leg went cold as occlusion was reportedly caused by closure of the artery from plaque. The access site was rewired and a stent was placed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.